Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead possibly due to lead wear/abrasion. The lead was reprogrammed temporarily while waiting for lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).